Event description:
It was reported that on (B)(6) 2026, the patient became unwell and presented to the emergency room due to hyperglycemia. The event was attributed to a bent cannula of the insulin infusion set, which had been in use for one day prior to the onset of the event. The patient¿s blood glucose level was 402 mg/dl, and it was treated with intravenous insulin. Following treatment, the patient was hospitalized for less than twenty-four hours.

Manufacturer narrative:
Name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.